Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2019 indicated the issues with the wound not healing were first noticed on (B)(6) 2018 after pump exchange on (B)(6) 2018. This was when the antibiotics were first started. The cause of the infection was not determined. It was noted the patient had a baclofen pump exchange on (B)(6) 2018 and had some issue with incision healing. Uncertain of causative factors. The infection has been resolved. The patient's weight was approximately 81 kg. To the hcp's knowledge the affected pump and catheter were already returned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity and post spinal cord injury. It was reported the patient had a new pump implanted and the wound was healing nicely. Then, the patient started bumping into it, rubbing it, and dehiscence began requiring secondary closure. The wound then blistered again and the patient was placed on antibiotics. It was noted the pump was infected. The wound was not closing and the metallic pump was clearly visible. The decision was made to remove the pump and intrathecal catheter and switch the patient to oral coverage of baclofen for their spasms. The patient was taken to the operating room and the pump and catheter was removed. Cultures were taken from the pump but the results were not available. There was no purulent or any unusual smell.